Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, there is no indication that the reported material rupture was related to a product quality issue with respect to the design, manufacture, or labeling of the device. There were no leaks noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, the lesion site was described as 75% stenosed with moderate calcification. It is likely that balloon material was damaged due to interaction with calcified lesion resulting in material rupture during inflation.

Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the distal right coronary artery (drca) with moderate calcification. For pre-dilatation, the 2.0x12mm mini trek balloon dilatation catheter (bdc) was advanced to the target lesion and the balloon was inflated; however, a rupture occurred at 8 atmospheres during the first inflation. Therefore, the bdc was removed from the patient. A non-abbott balloon was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.